Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed insulin flow blocked when the customer woke up in the morning and it was off for 3 hours. Customer's blood glucose was 340 mg/dl or 310 mg/dl which they treated with the insulin pump and manual injection. Blood glucose at the time of the call was 270 mg/dl. Customer stated they had tried all remedies, and insulin flow blocked continues to happen. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.